Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. When the test strips were tested with control solution, an error 4 was observed with no assignable cause found. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was continually displaying an error 4 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on the morning of (B)(6) 2017. The patient manages his diabetes with oral medication, diet and exercise and he denied making any changes to his usual diabetes management regimen as a result of the alleged issue. The patient reported that immediately after the alleged issue occurred, he developed symptoms of feeling ¿sleepy¿ and having ¿no energy.¿ the patient advised that ¿some time in april¿ he visited his doctor¿s office and was advised by his doctor to ¿test more frequently.¿ the patient claimed having his blood glucose tested on the clinic meter; however, he was unable to recall the result obtained. At the time of troubleshooting, the csr established that the meter was not being used for the first time and that the patient was following the correct testing procedure. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr walked the patient through a retest and the alleged issue was resolved. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.